Manufacturer narrative:
Partial lead was returned.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped and partial lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.